Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+1.0/096 (sphere/cylinder/axis), and the lens tore/broke during injection into the eye. The lens was exchanged for another same model lens and the problem was resolved. It is unknown if there was any patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.